Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: types of investigation and investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 02-012-49-2509 - logic tibial insert slope ++, sz 2.5, 9 mm. (B)(6) 02-010-04-0225 - logic cr femoral por, left, sz 2.5. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-32 - threaded pin size 3.0 collarless. (B)(6) a10012 - gps implant kit v2. (B)(6) stk190-119-90 - stryker saw blade. G2: australia. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02218, 1038671-2025-03644. The revision reported was likely the result of prosthesis wear, prosthesis fracture, and insufficient bonds between the implants and the bones, which resulted in aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, prosthesis fracture, and loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7 years post op initial left total knee arthroplasty, this was revised due to poly wear and femoral and tibial components aseptic loosening. All components were replaced with a revision knee system. Patient was last known to be in stable condition following the event. No further patient impact was reported. No additional information is available.